Manufacturer narrative:
H10: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information on the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the failures occurred because functions were not working adequately. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation for use, the connection between the scope device and the processor was loose on the xenon light source. Issue occurred on 190 series gastroscope and colonoscopes scopes. When used with the processor the image would be blurry and jumping on the screen. Sometimes it was a small amount and sometimes the whole screen would freeze. The device made the error on multiple intended procedures. The procedures performed were therapeutic and diagnostic. The procedures were completed without delay, and the patients were not under anesthesia. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6).

Event description:
The customer reported to olympus, on all 190 scopes used in processor (gastroscope and colonoscopes) the connection between the scope and the processor is loose. It will cause the image to be blurry and jump on the screen. Sometimes it is a small amount and sometimes it is the whole screen that will freeze. The issue was found during preparation for use for a colonoscopy and upper endoscopy procedure (egd). There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found minor the connection between the scope and processor is loose and cosmetic wear and tear. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.